Manufacturer narrative:
Software eval has not been completed as of the date of this report.

Event description:
A site registered nurse reported that while in a cranial biopsy, they were not able to properly set entry point or target. A medtronic rep walked them through troubleshooting; however, they could not get a trajectory. The surgeon decided to use suretrak and was able to continue with the biopsy. The surgery was completed with the use of the stealthstation treon guidance system. There was no impact on pt outcome.